Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had liquid damage. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) was returned for evaluation and analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing, the controller performed as expected. Internal visual inspection did not detect any signs of fluid ingress as reported. As a result, the reported event could not be confirmed. However, a possible root cause of the reported event can be attributed to the handling of the device. If information is provided in the future, a supplemental report will be issued.